Event description:
The patient reported, he has received constant occlusion messages for the past week since he has changed to a different insulin infusion set. During troubleshooting, the patient was instructed to disconnect from his insulin infusion device and run a bolus through the tubing. He stated he had already done that and he immediately received an occlusion message. The patient was then instructed to remove the tubing from the infusion device and prime through the adapter which went through without error. The patient was advised to change his tubing. He stated he has changed his tubing constantly this week. He stated all the infusion sets are from the same box but, as he was not at home, he did not have the lot and expiration date. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.